Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent a total hip arthroplasty on an unknown date and was revised approximately six months later due to dislocation.

Manufacturer narrative:
This product was manufacture at biomet UK, and is not currently licensed in the us. This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent partial knee arthroplasty on an unknown date and was revised approximately six months later due to dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event product ID - unknown. Catalog number and expiration date - unknown. Exact implant and explant date is unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."